Event description:
During baxter's functionality testing, a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The false downstream occlusion alarm was confirmed during baxter's functionality testing, as well as reproduced during further evaluation while running a loaded set. The device investigation found the fluid counts from the downstream sensor with a fluid filled set were above specification. Evaluation also found the downstream pressure plate gap was too narrow. The unit was reworked per baxter's service procedure.